Event description:
It was reported that a device alarmed for a system error 322. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The evaluation was unable to reproduce the system error 322. However, review of the history log confirmed the error. The upper and lower aux were found to be out of specification. The upper and lower aux were replaced.